Event description:
Received new information that on (B)(4) 2012 the patient also had chest pain and tightening. The patient was hospitalized on (B)(6) 2012 and an angiogram was done with a diagnosis of a myocardial infarction of the target vessel. There were elevated troponin and ck-mb levels. There was no treatment provided and the symptoms resolved without an adverse patient sequela on (B)(6) 2012. The patient was discharged on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that two xience v stents were implanted in a restenosed, proximal, left anterior descending (lad) artery and approximately, 6 months later, on (B)(6) 2012, the patient complains of experiencing two episodes of chest pains [angina] that persisted for several minutes on a follow up physician's visit. The patient was hospitalized on (B)(6) 2012, an angiogram was done with findings of target vessel/target lesion restenosis, an electrocardiogram (ECG) was done with no findings of a myocardial infarction (mi), and a xience v stent percutaneous interventional procedure (pci) was done on the proximal lad, target vessel/target lesion obtaining complete revascularization. On (B)(6) 2012, the patient had normal creatine kinase muscle and brain (ck-mb) and creatine kinase (ck) enzymes, but elevated troponin enzyme levels. The symptoms resolved three days later and the patient was discharged home on (B)(6) 2012. Approximately 11 months after the index procedure, on (B)(6) 2012 the patient complained of chest pains [angina] at a follow up physician's visit. The patient was again hospitalized on (B)(6) 2012 and the ECG found no mi. A diagnostic angiogram was done on (B)(6) 2012, in the proximal lad, target vessel/target lesion with findings of 99% instent restenosis. On (B)(6) 2012, the patient had normal ck-mb enzyme results, but elevated troponin enzyme level. The symptoms resolved on (B)(6) 2012 and the patient was discharged home with a plan to undergo a by-pass surgery in the future. There was no adverse patient sequela and no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the product was not returned. The reported patient effects of angina, myocardial infarction, and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as known patient effects.

Event description:
New information received that a coronary artery bypass graft (CABG) surgery was done to bypass the target vessel in (B)(6) 2012 as treatment for ae3: angina beginning on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies and the product was not returned. The reported patient effects of angina and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: do not exceed rbp. Further, the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).